Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, six weeks post ankle surgery, the patient had two wound dehiscence and two wound vacs going.